Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented a f-82 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-82 alarm was identified during the review of the alarm log. Visual inspection revealed that the central processing unit (cpu) board was damaged. The cause of the f-82 alarm was determined to be due to the damaged cpu board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.